Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedances on one of the leads following a trauma. Imaging confirmed that the left lead had fracture. Additionally, the lead had tangled with the other lead. As surgical intervention took place wherein the left lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.